Event description:
It was reported that during preventive maintaince, cardiosave intra-aortic balloon pump (iabp) had. There was no patient involvement. Unit reports "patient leads attached" (B)(6). Unit reports "patient leads attached" when they are not. Found on (B)(6), no patient involved. Fsm_related device or procedure delay__c. Fsm_describe incident__c. Fsm_issue discovered__c. Asked but unknown. Fsm_medical followup__c. Fsm_patient user injury__c. No indication of actual or potential harm or death (you are not made aware of any information related to harm of patient or user, or a clearly hazardous condition). Fsm_patient involved__c. Cardiosave hybrid type b plug. Technicians remarks: /(B)(6): on (B)(6) 2021 /CT: getinge care premium extended warranty /so1d 2025-12-08 /so2d 2025-10-17 /so3d 2025-04-16. Capr: zsr (m) - equipment repair. Carc: during scheduled pm service I found that the unit would report ¿disconnect trainer patient cables connected¿ when no cables w. Carc: re connected. I replaced the fe board to resolve the issue. Also found that the cord reel did not properly ¿catch¿ when the a. Carc: cord is extended. I replaced the power/cord reel and tested good. Full calibration, pm service, and safety/functionality chec. Carc:s completed to factory specs. Fcgr: cpl-ca. Fcod: mechanical - ac cord not retract/extend; other.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.